Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they have received bad battery and failed battery test alarms. Customer was assisted with troubleshooting for failed battery test and it was found that the insulin pump's battery cap contacts were damaged. Customer also reported having blood glucose of 328mg/dl due to the issue but declined to troubleshoot due to insulin pump being powered down. Customer stated they treated with insulin for high readings. The customer was advised to revert to back-up plan per health care professional's instructions until replacement battery cap arrived. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, batt out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. In addition, it was received with no battery cap, unable to verify battery cap damage.